Event description:
Information received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the bed exit tape switch wasn't working. He replaced the tape switch to repair the bed.